Event description:
Further follow up with the surgeon revealed that the lead was not replaced when the extrusion was fixed.

Event description:
It was reported that the patient presented to the hospital due to half an inch of the lead extruding through the neck. The patient was referred for revision surgery to fix the extrusion, though it is unclear if the lead was replaced. Further follow up with the surgeon revealed that the believed cause of the extrusion was due to tracheostomy ties and patient manipulation, as the patient was a constant rubber. No additional relevant information has been received to date.